Manufacturer narrative:
The customer reported two potential lot numbers: r21a16108 and r20k26041. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines (tubing) of two (2) clearlink system continu-flo solution sets had "holes in them". This was identified "while treating the patient" stated as ¿during set up¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the potential lot # r21a16108 was manufactured on 01/18/2021. H4: the potential lot # r20k26041 was manufactured on 11/27/2020. H10: the actual devices were not available; however, photographs of the packaging of the samples were provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.